Event description:
It was reported that the ventricular lead triggered a lead warning due to low impedance and long term lead impedance trends show a fall in impedance about a year ago. Possible insulation damage is suspected. A chest x-ray was performed and 24 hour monitoring is being performed to assess the future management of this patient. No programming changes were made to the device and the lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).